Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during use of an outback device for treatment of lesion in the left sfa, the physician encountered difficulty advancing the device over the horn of common iliac arteries. Excessive torquing was required with the outback so it would advance over the horn however it was unsuccessful. Therefore the device was removed from the patient. Upon removal of the outback it was noticed that the tip was bent and it broke off when touched. Another outback device was used to complete the procedure successfully. There was no patient injury reported. Initially, the physician went up with the outback catheter over a 0.018 wire via a 7f destination sheath 45cm in the right groin. When he approached the horn of the iliacs; the outback tip "l" was facing down but did not pass over the horn. The physician met resistance and therefore removed outback device and noted that the tip of the device was bent. He touched the bent tip and it broke off. The physician discarded the bent tip, however, the catheter/ handle portion of the outback will be returned. The device was stored, handled and prepped per IFU instructions. There was no product damage noted prior to opening the package. All the specified ports of the device were properly flushed. One non- sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. A kink was noted approximately at 1.6 cm from distal tip end. The catheter measured 120.0 cm of usable length. The usable length of the catheter was within specification. The cannula deployment length could not be measured due to kink condition in the tip. The nosecone was ripped and not received with returned device. The inner liner present marks of welding. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with a 0.014"gw lab sample and no obstruction was noted since the gw that was inserted in the cannula guide wire port came out the hub as expected during functional test. The catheter shaft spins smoothly as the rhv was rotated. The applicable cannula deployment test could be not performed since a kink was noted at 1.6 cm from distal tip end, causing inability to deploy the cannula. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures tracking difficulty and cto distal tip fractured-separated reported by the customer were confirmed since the body shaft present kink and the nosecone was ripped. The exact cause of the kink in the body shaft could be not determined; however controls are placed in the manufacturing line to prevent defective units from leaving the building. While the relationship between the separation of the distal tip and the device is not clear, neither the manufacturing records, nor the product analysis suggest there is a manufacturing issues that contributed to the reported event. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.

Event description:
As reported by an affiliate, during a procedure, the tip of an outback re-entry catheter was bent. The device was removed and a second outback device was used successfully in the case. There was no patient injury reported. Initially, the physician went up with the outback catheter over a 0.018 wire via a 7f destination sheath 45 cm in the right groin. When he approached the horn of the iliacs; the outback tip "l" was facing down but did not pass over the horn. The physician met resistance and therefore removed outback device and noted that the tip of the device was bent. He touched the bent tip and it broke off. The physician discarded the bent tip, however, the catheter/ handle portion of the outback will be returned. The target vessel was the left sfa. Information on the target lesion is unknown since the device was not able to unable to be advanced over the horn of common iliac arteries. Excessive torquing was required with the outback so it would advance over the horn. The device was stored, handles and prepped per IFU instructions. There was no product damage noted prior to opening the package. All the specified ports of the device were properly flushed.